Manufacturer narrative:
Additional suspect device component involved in the event: model#: sc-8336-70, serial#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patients spinal cord stimulator was causing discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients spinal cord stimulator was causing discomfort. The patient will undergo an explant procedure.